Event description:
Report received of overdelivery of nipride due to the pump reportedly delivering at a rate different than programmed. The customer contact reports that the pt was post open heart surgery on a nipride drip for blood pressure management. According to the customer contact, the pt was "stable" post operatively on a nipride drip at 5ml/hour for several hours without incident. The pump was being programmed in ml/hr, and the dose calculation was not being used. It was reported that the pt's blood pressure was starting to increase, the rn reprogrammed the pump to deliver 8ml/hr, "turned around to document and heard the pump crank up". The rn reportedly immediately turned around to find the pump set at 888ml/hr. The rn immediately turned the drip off, but the pt's "blood pressure dropped from 160 systolic to 40 systolic" and "it took several minutes for the blood pressure to increase to 80 systolic and then to 116 systolic. "There was no harm to the pt" and the pt was reported to be "okay" at the present time. The pump was removed from the pt's room and replaced. No other interventions were reportedly required. Though requested, there was no further info available.